Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited an unspecified error message. Once cleared, the device had gone into read only memory (rom) mode. The device was successfully restored from rom mode. While obtaining device parameters, conductive telemetry was temporarily lost. The programmer was replaced and the procedure continued uneventfully. The leadless pacemaker was ultimately implanted. The patient was discharged.